Event description:
The customer states their device will not power on intermittently. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A philips bench technician evaluated the device and verified the failure. The issue was determined to be a failure of the processor pca. The processor pca was replaced to resolve the issue. The device remains at the customer's site.